Event description:
Treatment of a large aneurysm measuring 18mm x 10mm located in the petrous segment of the ica (internal carotid artery). On (B)(6) 2014, the patient underwent pipeline (4mm x 20mm) embolization treatment. During the procedure, it was reported the pipeline could not be released from the capture coil and it was removed from the patient. The procedure was completed with placement of another pipeline (4.25mm x 25mm). On (B)(6) 2014, the patient was reported to be in good condition. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).